Event description:
A 3.0mm diameter by 18mm length s7 stent delivery system was inserted into an unknown coronary artery. It was reported that during the procedure, the stent dislodged from the delivery balloon. The stent was successfully snared and removed from the patient. The pt was reported to be fine post procedure. There is no additional informaiton from the user facility regarding this event.